Event description:
A report was received from a user facility in the USA stating the vitrectomy cutter was moving but no cutting during use. It was reported that the cutter appeared to be pulling the vitreous. The cutter was replaced and the surgery continued; however, the surgeon again experienced inadequate cutting of the vitreous. The surgeon then utilized scissors to manually complete the cutting process. There was no serious injury or report of permanent impairment related to this event.

Manufacturer narrative:
The customer has stated the device was discarded; therefore will not be returned for evaluation. The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2.